Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that there was a communication alarm. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10-sep-2018 with the following findings: there were no alarms recorded in the pump history. On investigation, no errors, alarms or warnings occurred. Investigation did not confirm nor duplicate the complaint and the pump was found to be operating as intended without malfunction.